Event description:
The pt received 3 scs extensions with the same lot number. It was reported during the permanent procedure, one of the scs extensions showed invalid impedance values during intra-operative testing. The scs extension was reconnected with the scs leads several times; however, continued to give invalid impedance values. The scs extension was replaced, which resolved the issue. The patient received effective stimulation after the procedure. Follow-up is pending.

Manufacturer narrative:
Eval results: complaint could not be confirmed for "invalid impedance." The returned extension was functionally tested and passed all testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.